Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the surgeon said that the load misfired with some staples being not fully formed. The surgeon not confident in anastomosis despite successfully performing leak test. Diverting loop ileostomy created as a result. Another like device and reload was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # n57532. The analysis found that one psee60a device was returned with no apparent damage and with two gst60b cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.